Event description:
Pt was revised to address loosening of the femoral. Osteolysis noted intraoperatively.

Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported device loosening. The initial reporting indicated the products were not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.